Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow-up report will be submitted once the evaluation is completed.

Event description:
A new set was hung on a pt. When the pump was started, a leak was noted. A hole was found in the silastic portion of the set. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.